Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], the plunger jammed [device mechanical issue], technical problem' with both pens (novopen echo plus red and novopen 6 blue) [device malfunction], incorrect use of the device [device use error]. Case description: this serious spontaneous case from france was reported by a pharmacist as "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2025, "the plunger jammed(device mechanical jam)" with an unspecified onset date, "technical problem' with both pens (novopen echo plus red and novopen 6 blue)(device malfunction)" with an unspecified onset date, "incorrect use of the device(device handling error)" with an unspecified onset date, and concerned a 43 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 1 diabetes", , novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes", , novorapid penfill (insulin aspart 100 u/ml) (dose: 4 to 10 iu after meal) from (B)(6) 2025 for "type 1 diabetes", , tresiba penfill 100 u/ml (insulin degludec 100 u/ml) (dose: 11 iu, qd (in the evening)) from (B)(6) 2025 for "type 1 diabetes", patient's height, weight and body mass index not reported. Dosage regimens: novopen 6: novopen echo plus: novorapid penfill: ??-(B)(6) 2025 to not reported; tresiba penfill 100 u/ml: ??-(B)(6) 2025 to not reported; current condition: type 1 diabetes (??-??-2024), cholesterol. Concomitant products included - cholecalciferol, ezetimibe, atorvastatine. [Atorvastatin] on an unknown date, patient reported technical problem with novopen 6 and novopen echo plus. The plunger jammed, preventing the injection of the product and causing blood sugar levels to spike. Patient indicated being hyperglycaemic and that her blood sugar (blood glucose) had risen to 3.80 and 4 (units not reported). Patient informed that patient had already contacted the service regarding the tresiba, and also returned to her usual pharmacy. They told her that there was nothing they could do for her and that the problem had not been resolved, and patient experienced problem with these two pens again. The pharmacy stated that they did not know whether this was due to the pen or incorrect use and reported alternative cause as incorrect use of the device. The situation was resolved with the delivery of new pre-filled pens. After stopping the dose, the symptoms improved. The product was reintroduced and the event did not recur. Batch numbers: novopen 6: nvgck33, novopen echo plus: nvgap58, novorapid penfill: pr715n5, tresiba penfill 100 u/ml: ps6lv90. Action taken to novopen 6 was reported as unknown. Action taken to novopen echo plus was reported as unknown. Action taken to novorapid penfill was reported as drug discontinued temporarily. Action taken to tresiba penfill 100 u/ml was reported as drug discontinued temporarily. Event abated after use stopped or dose reduced for novorapid and tresiba doesn't apply event did not reappear after reintroduction of for novorapid and tresiba. The outcome for the event "hyperglycemia(hyperglycemia)" was recovering/resolving. The outcome for the event "the plunger jammed(device mechanical jam)" was recovered. The outcome for the event "technical problem' with both pens (novopen echo plus red and novopen 6 blue)(device malfunction)" was recovered. The outcome for the event "incorrect use of the device(device handling error)" was recovered. Reporter's causality (novopen 6) - hyperglycemia(hyperglycemia) : possible . The plunger jammed(device mechanical jam) : possible. Technical problem' with both pens (novopen echo plus red and novopen 6 blue)(device malfunction) : possible incorrect use of the device(device handling error) : possible . Company's causality (novopen 6) - hyperglycemia(hyperglycemia) : possible . The plunger jammed(device mechanical jam) : possible . Technical problem' with both pens (novopen echo plus red and novopen 6 blue)(device malfunction) : possible . Incorrect use of the device(device handling error) : possible . Reporter's causality (novopen echo plus) - hyperglycemia(hyperglycemia) : possible . The plunger jammed(device mechanical jam) : possible . Technical problem' with both pens (novopen echo plus red and novopen 6 blue)(device malfunction) : possible . Incorrect use of the device(device handling error) : unknown . Company's causality (novopen echo plus) - hyperglycemia(hyperglycemia) : possible . The plunger jammed(device mechanical jam) : possible . Technical problem' with both pens (novopen echo plus red and novopen 6 blue)(device malfunction) : possible . Incorrect use of the device(device handling error) : possible reporter's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : possible . The plunger jammed(device mechanical jam) : unknown. Technical problem' with both pens (novopen echo plus red and novopen 6 blue)(device malfunction) : unknown . Incorrect use of the device(device handling error) : unknown . Company's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : possible . The plunger jammed(device mechanical jam) : possible. Technical problem' with both pens (novopen echo plus red and novopen 6 blue)(device malfunction) : possible . Incorrect use of the device(device handling error) : possible . Reporter's causality (tresiba penfill 100 u/ml) - hyperglycemia(hyperglycemia) : unknown . The plunger jammed(device mechanical jam) : unknown . Technical problem' with both pens (novopen echo plus red and novopen 6 blue)(device malfunction) : unknown . Incorrect use of the device(device handling error) : unknown . Company's causality (tresiba penfill 100 u/ml) - hyperglycemia(hyperglycemia) : possible . The plunger jammed(device mechanical jam) : possible . Technical problem' with both pens (novopen echo plus red and novopen 6 blue)(device malfunction) : possible . Incorrect use of the device(device handling error) : possible. On 25-aug-2025, this case was upgraded from non-serious to serious due to update of hyperglycemia being reported as medically significant by reporters. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. No consent for safety follow-up questions, hence no further follow-up is possible. References included: reference type: e2b company number reference ID#: (B)(4) reference notes:

Event description:
Case description: the outcome for the event "hyperglycemia(hyperglycemia)" was recovered. Investigation results: suspect: novopen 6, batch: nvgck33. The device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No comment. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Visual examination and functional testing were performed. The mechanic pen mechanism, including the piston rod, was found to be function normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Suspect: novopen echo plus, batch: nvgap58. The device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. On receipt, there was a gap between the piston rod of the device and the rubber piston in the cartridge, and the piston rod was fully retracted. - the user retracted the piston rod correctly during change of the cartridge, but mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston the user left the needle on the pen between injections. The user retracted the piston rod between injections. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register of the device could not be reached, when nfc readout was attempted. Visual examination and functional testing were performed. Upon receive the memory display was blank. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The mechanical functions were found to be normal, but the memory display remained blank to all pre-set doses. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts, and a microscopic examination was performed. No foreign matter or corrosion observed on the electronic components. Further test after removing of the dms from the device was performed. The electronic register was checked. The battery voltage was low. The duration of storage/passivation time was calculated after the formula: the duration of storage had been calculated to be more than one year (747 days). Confirmed the memory display showed a blank display due to a technical issue with the battery. The pen mechanism was not affected by the fault and the pen can be used as normal. However, without the display function. The fault was caused by an error in novo nordisk a/s. Corrective actions are being implemented. Suspect: tresiba penfill, batch: ps6lv90. A visual examination of the returned product was performed. The returned cartridge was tested for delivery with a novopen echo and a novo nordisk needle. During testing it was possible to deliver preparation. Nothing abnormal was detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Macroscopic examinations were performed. Chemical analysis of the returned sample(s) was performed. Macroscopy: a1+a2 clear solutions. During examination/test of the product it had not been possible to detect any irregularities. The product was found to be normal and the results of the analysis are within the shelf-life specification. During examination of the product, no irregularities related to the complaint were detected. Suspect: novorapid penfill, batch: pr715n5. A visual examination of the returned product was performed. Nothing abnormal was detected. The returned cartridge was tested for delivery with a novopen echo and a novo nordisk needle. During testing it was possible to deliver preparation. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Macroscopic examinations were performed. A test for blood was performed. Macroscopy: a1 solution with particles. Blood test: a1 blood detected. The complaint sample is contaminated with blood. The returned product was examined macroscopically and a test for blood was performed. The product appeared particulated. The preparation was found to be contaminated with blood. If discolouration or other changes to the preparation was observed, the product should not be used. The observed problem occurred after the product had left novo nordisk. Since last submission case has been updated with the following information. Malfunction updated as no for novopen 6 is non-reportable updated as no novopen 6 and novopen echoplus investigation results updated. Final report ticked, expected date of fu report removed in EU/ca tab b, c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. Final manufacturer comment: 20-oct-2025: the suspected device novopen 6 has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 6 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of blood glucose increased. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for development of hyperglycaemia. Final manufacturer comment: 20-oct-2025: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. On preliminary examination, it was found that the pen had a gap between the rubber plunger and the piston rod. Consequently, the washer is separated from the piston rod. The observed problem is due to incorrect handling of the pen. The fault may not be obvious to the user. Dose accuracy may be affected if the user uses the pen despite the fault. If the air gap is correctly equalized, dose accuracy is not affected. Failure to equalize a large air gap before dosing may cause several instances of no dose of drug, which for all the drug products covered by this code may result in hyperglycaemia. Additionally, device memory displayed a blank screen, due to technical issue with batter. This will impact the mechanical functioning of device. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for development of hyperglycaemia. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary: suspect: novopen echo plus, batch: nvgap58. The device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. On receipt, there was a gap between the piston rod of the device and the rubber piston in the cartridge, and the piston rod was fully retracted. - the user retracted the piston rod correctly during change of the cartridge but mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston the user left the needle on the pen between injections. The user retracted the piston rod between injections. The electronic register of the device could not be reached, when nfc readout was attempted. Visual examination and functional testing were performed. Upon receive the memory display was blank. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The mechanical functions were found to be normal, but the memory display remained blank to all pre-set doses. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts, and a microscopic examination was performed. No foreign matter or corrosion observed on the electronic components. Further test after removing of the dms from the device was performed. The electronic register was checked. The battery voltage was low. The duration of storage/passivation time was calculated after the formula: the duration of storage had been calculated to be more than one year (747 days). Confirmed the memory display showed a blank display due to a technical issue with the battery. The pen mechanism was not affected by the fault and the pen can be used as normal. However, without the display function. The fault is caused by an error in novo nordisk a/s. Corrective actions are being implemented.

Event description:
Case description: since last submission case has been updated with the following information regulatory authority classification was added reference e2b report duplicate was added treatment received for the event hyperglycemia was updated as no dechallenge fields were updated for the suspect novorapid penfill and tresiba penfill narrative updated accordingly this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00162 reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00161 reference notes: medwatch 3500a MFR. Report number reference type: e2b report duplicate reference ID#: (B)(4) reference notes: ansm (national agency for the safety of medicine and health products), fra.